Event description:
It was reported that during a cholecystectomy procedure, the stopcock broke. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the 512sd device a was returned with the stopcock assembly dislodged, residues of adhesive were noted on the stopcock. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. Only the sleeve of the 512sd instrument (b) was returned for analysis. All components of the sleeve assembly were present and in good condition. The stopcock was present and still attached to the sleeve.